Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow-up. The right ventricular lead exhibited variable lead impedance. There were no adverse consequences to the patient reported.

Event description:
Additional information noted the lead was capped and replaced on (B)(6)2018. The operation was completed with no adverse consequences to the patient.